Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing pain and heat at his scs ipg pocket site when he receives a wand check message from his patient programmer. No additional information is available at this time.